Event description:
Reported as, "catheter broke defective port access".

Manufacturer narrative:
Visual examinaton of the returned device determined the access port tubing connector to be a strain relief. Performance tests indicate leakage from the bottom of the access port. Also, a breakage was noted in the band tubing which appears to have been caused by a sharp instrument. This breakage may have been made to facilitate removal of the device, and may not be the cause of the leakage. The leakage from the bottom of the access port may have been the cause of the reported event, although no evidence of "catheter broke" was found other than breakage that appears to have been caused by a sharp instrument. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."